Event description:
Patient had taxus a drug-eluting stent placed several months ago. By the following day the patient developed a rash which resolved without intervention. Returned the patient to the catheterization lab for a second stent placement twenty five days after original stent was placed. The next day the patient developed a whole body rash. On the day of the first stent placement the patient was also receiving other new medications, therefore no connection to the stent was made. After the second event, it seemed most likely that the rash was due to paclitaxel from the stent. The patient was followed by our allergy service & responded well to conservative treatment with prednisone.